Event description:
MFR rec'd a report of a pt using a cane to rise from a commode when the cane broke. This allegedly resulted in the user striking his head on a sink and losing consciousness. The user will not release the cane and has not provided details of injury.